Event description:
It was reported that the perforation between 4 bd insyte¿ autoguard¿ shielded IV catheter packaging units was not easy to tear. The following information was provided by the initial reporter, translated from chinese to english: "the cutting line is not easy to tear."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received four unopened units attached in sets of two and one photograph. Upon inspection of the received units, it was found that the pairs would not easily separate from each other. It was observed that the bottom web material was not perforated making it difficult to separate the units. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the perforation step in the packaging process. Poor perforation may occur due to low pressure on the blade, blade misalignment, dirt on the blade or a possible run through (a unit that is not aligned properly within the package). A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the perforation between 4 bd insyte¿ autoguard¿ shielded IV catheter packaging units was not easy to tear. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cutting line is not easy to tear"